Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts have exceeded the high-power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high-power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that log file analysis revealed a rise in power consumption was logged outside of normal power consumption. A questionable pump stop was also reported. The patient remains hospitalized in the intensive care unit (ICU). Controller log files were sent. According to the preliminary log file analysis, no vad disconnect alarms nor double power disconnect events were logged in the last 14 days of available data.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "high power" event was confirmed via review of the controller log files which revealed multiple high watt alarms logged since (B)(6) 2017 and a rise in power consumption starting on (B)(6) 2017 to a peak of 5.6w on (B)(6) 2017 outside of normal power consumption. The reported "vad stop" event could not be confirmed since the available log files did not reveal any evidence of vad stop alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient presented to the hospital on (B)(6) 2017 with hematuria and elevated pump parameters. Review of controller log files pointed toward suspicion of pump thrombosis with a high degree of certainty. The presumption of a pump stop was confirmed after telephone consultation with manufacturer technician. The patient underwent a pump exchange on (B)(6) 2017. His international normalized ratio (inr) was therapeutic at the time of admission. The patient was continuously self-checking his blood coagulation and saw no abnormalities over the past few weeks. The patient did not have a recent illness that may have precipitated pump thrombus. The patient is compliant with his anticoagulation. It was last reported that the patient remains hospitalized in the intensive care unit (ICU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.